Event description:
Canadian customer called stating that she received a blood result of 16 mmol/l on her contour usb, retested on a different meter and received 6 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Customer returning meter for evaluation. Replacement meter sent.